Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5106323) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('suddenly had heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and genital haemorrhage ("excessive bleeding/heavy bleeding/hemorrhage/bleeding"). On an unknown date, the patient experienced blood loss anaemia ("anemia"). At the time of the report, the heavy menstrual bleeding, blood loss anaemia and genital haemorrhage outcome was unknown. The reporter considered blood loss anaemia, genital haemorrhage and heavy menstrual bleeding to be related to essure. The reporter commented: ¿the seriousness criterion ¿serious injury ¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug aministration, reference number: mw5106323) on 02-feb-2022. The most recent information was received on 21-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('suddenly had heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and genital haemorrhage ("excessive bledding/heavy bleeding/heamorrhage/bleeding"). On an unknown date, the patient experienced blood loss anaemia ("anemia"). At the time of the report, the heavy menstrual bleeding, blood loss anaemia and genital haemorrhage outcome was unknown. The reporter considered blood loss anaemia, genital haemorrhage and heavy menstrual bleeding to be related to essure. The reporter commented: ¿the seriousness criterion ¿serious injury ¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.